Event description:
Surgery with the same protocol was done with 10 patients, 3 out of 10 showed adverse reaction. In 2005: external sinuslift with mixture of straumann boneceramic & autologous bone and lateral augmentation covered with biogide membrane. Augmentation region: 25, 26. Two weeks later: dehiscence, pain. Four days later: sanies, antibiotics and rinsing with chlorohexidine. In 2006: revision. The following month: extraction tooth 24, increased ppd, correlation between infection and periodiodontal gap was assumed. Four months later: insertion of 3 implants region 24, 25, 26, subgingival healing. Approx four months later: "exposure" implants. Patient got prosthetics by his gp.

Manufacturer narrative:
Infection is always a treatment risk as described in the instruction for use. An analysis of the product DHR was completed and the product met it's specification.